Event description:
In this manufacturer¿s report, the following information was previously reported: ¿it was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times.¿ additional review indicates the previous medical device information pertains to the device currently implanted. This supplemental report updates the medical device information. In this manufacturer¿s report, the following information was also previously reported: ¿in (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.¿ additional review indicates this information does not pertain to this manufacturer's report. Any additional information related to this previously reported information will not be reported in this report. The ins replacement in this event is one of the four referenced. Refer to manufacturer reports #3004209178-2017-06564, #3004209178-2017-00227, and #3004209178-2012-09667 for details pertaining to the other referenced ins replacements.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times. In (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated. See related regulatory reports: 3004209178-2017-06370 3004209178-2017-06371 3004209178-2017-06372.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the fourth ins was replaced on (B)(6) 2016 and the new implant was still currently in place. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.